Event description:
Information was received indicating both pumps were alarming no disposable, not detecting the cassette, when a smiths medical, cadd medication cassette was attached and had infused for 12 hours. No adverse patient effects were reported. No additional information is available at this time.

Manufacturer narrative:
Additional contact information: (B)(6).